Event description:
Patient ordered contact lenses from online source (hubblecontacts.com). Incorrect prescription was sold despite prescribing doctor notifying them of it prior to sale. Patient has high astigmatism and spherical contacts were sold. Patient was not legal to drive with diminished acuity and had an adverse reaction to the contact lens material. Dates of use: (B)(6) 2018 - (B)(6) 2018. Diagnosis or reason for use: myopia and astigmatism.